Event description:
Boston scientific received information that this device was explanted after it reached its elective replacement indicator (eri) due to an extended charge time of 19.7 seconds. No additional adverse patient effects were reported. It was noted that the device was sent to the hospital's pathology departement, and is unknown if it will be returned to boston scientific for analysis in the future.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.